Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
Hamilton medical ag received the following incident description: "during start up the ventilator device showed release valve issue errors¿. Neither the instrument report nor the device log files (service log, error log, event log, teslaspy log) were transferred to hamilton medical ag. The issue did not result in any patient harm. Worst case this obstruction valve issue could lead to various critical consequences what makes this case reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. It was reported the device had "release valve issue errors during startup". The logfiles were not provided for analysis. The root cause was identified as a defective check valve assembly. Replacement of this part resolved the issue, and the device was returned to use.